Event description:
It was reported that during the implant procedure, the atrial lead dislodged multiple times. It was also reported that the physician visualized tissue in the helix of the lead. The atrial lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the proximal conductor, there was blood in the distal electrode, the helix was pulled/stretched/overstressed, the outer insulation was breached cut, and the lead appeared to be damaged at implant. The lead was returned with blood on the helix and the helix fully retracted. Helix length was measured at this time and was not within specification. Helix was cleaned in preparation for helix extension/retraction and length testing. Extension/retraction and length testing were performed and helix length was out of specification. Helix was likely stretched during the attempted implant. (B)(4).